Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one day post implant, the patient had developed a small apical pneumothorax which required a chest tube. The right atrial and right ventricular leads remain in use. No further patient complications have been reported as a result of this event.